Event description:
It was reported that the patient presented with under-sensing exhibited by the right atrial lead. No further information was available.

Manufacturer narrative:
Medwatch voluntary MDR report #: mw5119490.